Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed an error message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient reported that the error message ¿ketones¿ first occurred on ¿(B)(6) 2014¿. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged error message. He denied developing any symptoms as a result of the message, but alleged that his doctor advised him to go to the hospital and have his ketones checked. He reported that on (B)(6) 2014, he was hospitalized for 3 days. The reason for the patient¿s hospitalization was not disclosed but he indicated that he had ¿a heart issue as well¿. While in hospital, he reported receiving treatment of ¿insulin and starchy foods¿ from a healthcare professional (hcp). He alleged, dates/times unknown, he obtained blood glucose results of ¿200 mg/dl¿ on the ER/hospital meter and ¿169 mg/dl¿ on the subject meter. The time difference between the results was not provided. He also alleged that the hospital report indicated that his ketones were ¿negative¿. During troubleshooting the cca noted that the patient had not been using the meter for the first time. The cca walked the patient through resolving the issue and the issue was resolved. In conclusion, the patient denied developing any symptoms as a result of the alleged product issue and there is no indication that the meter malfunctioned as the issue was resolved during troubleshooting. However, this complaint is being reported because the patient alleged that he was hospitalized and received treatment from a hcp after the alleged error message occurred and it cannot be ruled out that the alleged meter issue caused or contributed to the patient¿s hospitalization.